Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The powered stapler showed an error message with a black circle where a '1' should have been. When the reload was clamped on tissue, the green light did not come on. The instrument did not fire. To complete the procedure, another loading unit was used. The clip applier malfunctioned when clipping the staple line. There was an issue loading or firing clips. Some of the clips malformed. Some of the clips disengaged into the patient cavity. The disengaged clips were retrieved. Surgical time was extended 30 minutes or more because another loading unit and clip applier had to be opened. No patient injury reported. Patient status is alive, no injury.